Manufacturer narrative:
(B)(4). The device lot number was reported as unknown in the initial report. It has been updated to 1642446. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to march 27, 2007. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device came apart during testing, extension sleeve came apart from the cover sleeve, and there was corrosion on internal components due to loctite degradation (wear) from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an osteotomy mandibular surgery, it was observed that the attachment device was overheating when the burr was in the attachment. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use and the case was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.